Event description:
Manufacturer ref: (B)(4).

Manufacturer narrative:
According to received information, the compressor did not have power due to transformer failure. The customer did not request any service. We do not know the status of the compressor or not informed about an exchanged component. Due to lack of information, we cannot investigate the reported event further. Therefore the root cause cannot be verified and identified. Problem code: 4114.

Event description:
It was reported that the compressor did not start up. There was no patient involvement. Manufacturer ref. #: (B)(4).